Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure on (B)(6) 2023. The procedure was performed under local anesthesia. During the procedure was attempted to separate the tissue with saline solution, the hydrogel was then injected. Later the magnetic resonance imaging (MRI) showed that there was hydrogel implanted along the prostatic capsule. The same day, the procedure was repeated and placed the hydrogel into the proper position without problems. No patient injury reported due to this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.